Event description:
The customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated accutni (troponin) result in the risk stratification range for five patients on different days. The result were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and the results were within the reference range and amended reports were sent out of the laboratory. The initial results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
An application specialist was sent to the site on (B)(4) 2008, to investigate the event. The application specialist performed hardware verification to include running system check, lumwash son/inc., high sensitivity (hs) system check, cta carryover performance verification testing, and quality control (qc) for all enabled assays. All testing met specifications. Instrument verification testing noted instrument performing within specifications. The applications specialist performed visual inspection of questioned patient samples. All specimens were noted to be serum, clear, and free of debris. A definitive root cause could not be determined for this event. MDR # 2122870-2008-328 documents the results for patient 1. This is 2 of 3 separate MDR reports related to 5 patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2008-328, 2122870-2011-05394, 2122870-2011-05395 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 though october 23, 2010 for additional reportable events.